Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose over 800 mg/dl. It was stated that once the customer was reconnected to the insulin pump her blood glucose started to elevate. It was stated that the events leading to her admission was pneumonia, hip surgery, hyperglycemia, and vomiting. Troubleshooting was performed. It was stated that the customer did not change the infusion set to resolve the issue. Reviewed the programming and found only one bolus on the day of the event. Ran a fixed prime and passed. During the call was also found that the customer was wearing the infusion set for more than three days, and was forgetting to bolus. The customer's recent glucose reading was 154 mg/dl. No further info was provided.